Event description:
During the index procedure, 2 endeavor sprint rapid exchange (rx) stents were implanted in the rca and another endeavor sprint rx stent was implanted in the lad. Approximately 5 months post the index procedure, the patient presented to hospital with a stroke. The patient's condition did not improve and 4 days post the stroke the patient is reported to have died. The event is not related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/ stroke, death).

Manufacturer narrative:
Death was non-sudden, non-cardiac death.